Event description:
In 2005, this patient received a gore excluder aaa endoprosthesis trunk ipsilateral leg component. During an aaa symposium held in 2007, it was noted by another physician that the device implanted appeared to be infolding. Further information is pending a film analysis.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of the additional device implanted in this patient.